Manufacturer narrative:
Date of occurrence specified as approximately 5 weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported, however the patient used medicines (unspecified) as per clinic's instruction. It was not reported if therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.